Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stone procedure, performed on (B)(6)2022. During the procedure, when the stent was inserted, the suture wire broke. When the stent was removed, it was noticed that the stent was cracked. The stent was fully removed from the patient. It was reported that the procedure was completed, but there was no information on what completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).